Event description:
The customer reported being hospitalized due to high blood glucose of 275mg/dl. The customer was experiencing unexplained high glucose for the past three days. Troubleshooting was performed. The customer stated that the auto off alarm went off in the middle of the night. The programming, time, and date were correct. Reviewed the alarm history and found the auto off alarms. The customer stated that the infusion set was changed to solve the issue. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.